Event description:
It was reported that during a surgical procedure conducted at the user facility, the hook of the navlock broke off. The procedure was completed successfully without a delay, medical interventions, adverse consequences, delays, or impact to the patient.

Manufacturer narrative:
The reported event that the hook of the device broke was confirmed by the complaint specialist during device evaluation; during the visual inspection, the hook of the clamping mechanism was found to have broken off. Overtightening of the device may cause or contribute to breakage of the hook. Handling of the device has most likely caused or contributed to the reported event.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the hook of the navlock broke off. The procedure was completed successfully without a delay, medical interventions, adverse consequences, delays, or impact to the patient.